Manufacturer narrative:
The field service representative determined the cause to be a defective valve block, and replaced the valve block. He ran instrument checks and controls to verify analyzer performance.

Event description:
Customer states that they have had erratic calciums for the last few weeks and received two pt samples that gave discrepant calcium results. Sample 1, on (B) (6) 2009 initial results gave 8.3; repeated twice giving 7.1 and 8.3 mg per dl. Calcium result of 8.3 mg per dl was reported. Sample 2, on (B) (6) 2009 initial result gave 6.4; repeated twice giving 8.4 mg per dl each time. Calcium result of 8.4 mg per dl was reported. None of the errant results were reported out. No change or delay in pt treatment.